Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing the infusion set and cartridge, with troubleshooting performed to disconnect from the site, fill tubing with confirmed insulin drops, and replace the infusion site with tubing and cannula primed. Symptoms included elevated blood glucose up to 301 mg/dl without reported acute complications. Outcomes included no medical intervention, no hospitalization, and self-monitoring without backup therapy. Investigation included customer-facing troubleshooting and education. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.